Event description:
It was reported that a remote transmission was received that showed that the device misdiagnosed supraventricular tachycardia as a ventricular tachycardia and delivered inappropriate atp therapy. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.